Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). The device will not be returned for analysis, as the surgeon did not approve the return of the device; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01131.

Event description:
It was reported that the patient underwent a revision procedure approximately six (6) years post implantation due to dislocation. During the revision it was discovered that the liner was fractured. The implant was replaced correctly. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h2, h3, h6, h10 visual examination of the provided pictures identified the liner to be fractured as reported. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined as to why the implant fractured however, the implant fracture is the cause that allowed the head to dislocate from the liner. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.